Event description:
It was reported that a boston scientific field representative contacted boston scientific technical services (ts) indicating they were at the hospital preparing for a replacement procedure for this single chamber pacemaker device that day. The device was noted to have reached explant status 48 days earlier. The representative inquired as to why the device longevity was not longer, indicating there was premature battery depletion behavior. The device was successfully explanted and replaced with a new single chamber pacemaker device the same day. The patients wife subsequently contacted boston scientific indicating the patient had passed away three days after the device replacement procedure. Additional information was subsequently provided by the field representative that the patient suffered a severe ischemic stroke two days after the device replacement procedure and passed away the following day. It was noted that the patient was required by the physician to temporarily stop taking their anticoagulant medication for the device replacement procedure. It was indicated that this pacemaker device which exhibited premature battery depletion would be returned to boston scientific when it comes back from the hospital pathology department.

Event description:
It was reported that a boston scientific field representative contacted boston scientific technical services (ts) indicating they were at the hospital preparing for a replacement procedure for this single chamber pacemaker device that day. The device was noted to have reached explant status 48 days earlier. The representative inquired as to why the device longevity was not longer, indicating there was premature battery depletion behavior. The device was successfully explanted and replaced with a new single chamber pacemaker device the same day. The patients wife subsequently contacted boston scientific indicating the patient had passed away three days after the device replacement procedure. Additional information was subsequently provided by the field representative that the patient suffered a severe ischemic stroke two days after the device replacement procedure and passed away the following day. It was noted that the patient was required by the physician to temporarily stop taking their anticoagulant medication for the device replacement procedure. It was indicated that this pacemaker device which exhibited premature battery depletion would be returned to boston scientific when it comes back from the hospital pathology department.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a boston scientific field representative contacted boston scientific technical services (ts) indicating they were at the hospital preparing for a replacement procedure for this single chamber pacemaker device that day. The device was noted to have reached explant status 48 days earlier. The representative inquired as to why the device longevity was not longer, indicating there was premature battery depletion behavior. The device was successfully explanted and replaced with a new single chamber pacemaker device the same day. The patients wife subsequently contacted boston scientific indicating the patient had passed away three days after the device replacement procedure. Additional information was subsequently provided by the field representative that the patient suffered a severe ischemic stroke two days after the device replacement procedure and passed away the following day. It was noted that the patient was required by the physician to temporarily stop taking their anticoagulant medication for the device replacement procedure. It was indicated that this pacemaker device which exhibited premature battery depletion would be returned to boston scientific when it comes back from the hospital pathology department.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This correction supplemental report was submitted based on a change to the remedial action field in report section h7 to align with the fact that this device is part of an advisory population.